Manufacturer narrative:
The reported 4.5 footprint ultra pk suture anchor intended for use in treatment, has not been returned for evaluation. Without the reported product and pertinent clinical details a thorough investigation cannot be performed and the customers complaint confirmed. From the information provided: the inner plug would not tighten. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper preparation of the insertion site.

Event description:
It was reported that the internal locking plug was hard for the surgeon to turn. No backup device was available to complete procedure. No delay nor patient injuries were reported.